Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and electrical testing found damages consistent with procedural damage. No other anomalies found.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's left ventricular (lv) lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lv lead was explanted and replaced. The patient was recovering.